Event description:
It was reported that the right atrial (ra) lead had high impedance values out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D274trk implantable cardioverter defibrillator (B)(6) 2010; 694765 implantable tachy lead (B)(6) 2010; 419678 implantable pacing lead (B)(6) 2010.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead exhibited high thresholds. There was no capture at maximum output. The lead was explanted and replaced.